Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple data error alerts. Blood glucose level was 285 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data error alert could not be verified. Additionally, the alleged unexpected reset was verified and, a different issue was identified.

Event description:
It was reported that an unexpected reset occurred.